Event description:
The surgeon inserted a +20.0 diopter cc4204bf collamerplate lens and the optic was torn during insertion. The reporter indicated the lens was torn by the foam tip plunger and the cause was the cartridge. Lens was removed and replaced with no pt injury.